Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the locking components were damaged. The date of the event is unknown. It is known that the event did not occur during surgery. However, it is unknown if there was any injury or medical intervention reported related to this occurrence. No additional information was available.